Event description:
It was reported that the system with this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range lead pacing impedance measurements as well as high out of range shock impedance measurements. Upon interrogation, this crt-d was found to have battery capacity depleted and displayed fault code 1007 due to capacitor charge time exceeding limitations. Prior to this, the remaining battery longevity was 3.5 years. An inappropriate shock was also noted from this device. A low shock impedance was first measured when the shock was attempted to be delivered but failed. The rv lead was suspected to be fractured. Technical services (ts) reviewed and found the shock most likely shorted the device when it failed. The crt-d was explanted and replaced. This device has not been received for analysis. No additional adverse patient effects were reported.